Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that the infusion set got detached, and patient was not able to insert the set. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.